Event description:
It was reported that during a mildly tortuous left circumflex artery stenting procedure, two 3.0x33mm xience prime stents met resistance while advancing in the .067 guideliner. The devices were removed from the guideliner without issue and a 3.0x28mm otw xience stent was advanced to the heavily calcified lesion without issue. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided. Subsequent to the initial report, the returned device was found to have a tear in the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The difficulty to position was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.